Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/30/2011 device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are unresponsive. Investigation revealed moisture on the display screen and the pcb.

Event description:
The patient reported that the pump emitted a low battery alarm, after changing the battery the pump keypad buttons will not respond. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.